Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a previous irritation from the lifevest for which her physician indicated that the irritation was contact dermatitis and prescribed a medication. The outcome of the irritation is unknown. The patient also then reported that she developed a new irritation in a different location (under left breast) which was close to an existing incision site. She attempted to use the previous medication which initially helped but the irritation returned. The patient reportedly went to the emergency room for this reason where her physician prescribed nystatin and triamcinolone acetonide cream for a fungal infection. The patient reported that the condition improved.